Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator changeout. It was noted that the patient's right atrial (ra) lead exhibited loss of capture, break and high impedance measurements. The ra lead was capped and replaced on 01 may 2024. The patient was in stable condition.